Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s caregiver reported that the adc freestyle libre sensor 2 received a ¿not compatible¿ error message after 5 days of wear. The customer experienced symptoms described as ¿sweating, headache, tired, and dizziness¿ and was unable to self-treat. The customer was taken to a hospital where he was diagnosed with hyperglycemia and treated with unspecified shot of insulin. There was no report of death or permanent impairment associated with this event.